Event description:
The catheter tip of the protege everflex was left inside the pt body. The stent was deployed and the case was over. The protege everflex stent catheter tip was removed surgically a few months later from the pt's body.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.